Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that customer had followed the prompts during the load sequence; however a cartridge alarm 06 occurred, and a cartridge alarm 06 occurred; however, the pump was within the allowable operating altitude range at the time of this alarm. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 230 mg/dl.